Event description:
It was reported that there were no end of life alerts. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. No data was provided for evaluation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.